Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014, inratio 5.2 repeat inratio 1.3. Time between testing 2 hours. Later in day an error message received. Ten min. Later inratio 4.0 and repeat inratio 2.3. Pt's therapeutic range unk. Pt in hospital on (B)(6) 2014. Details of hospitalization unk. No reported related pt ae. Event occurred in (B)(6). Product (B)(4) is similar to product approved and sold in us. No additional info provided.